Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving three separate products: associated mdrs # 1225714-2014-05596; 05597; 05598; 05599; 2937457-2014-01429; and 01430.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.